Manufacturer narrative:
The actual sample was received with original packaging. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was heard identifying there was a leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, fluid did advanced through the catheter indicating the suction was occurring in the device. As a note, suctioning occurred as well when the valve was placed in the locked position. The reported event is confirmed. No exact root cause has been identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4) the actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5089t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the second of two reports involving two separate products. Refer to report 8030647-2016-00015 for the first report. A report was received from spain stating the user noted the closed suction catheter thumb valve leaking. Additional information received 04-feb-2016 stated that there was actually no reported patient injury. The nursing staff promptly took notice and removed the catheter. The nursing staff observed that it is when they pressed the thumb valve harder that they had the problem.